Manufacturer narrative:
Concomitant medical products and therapy dates: (1) presidio 18; 18 x 20; (2) presidio 18; 18 x 46; (3) presidio 18; 16 x 47; (4) presidio 18; 14 x 47; (5) presidio 18; 10 x 34; (6) presidio 18; 10 x 34; (7) presidio 18; 8 x 30; (8) presidio 18; 8 x30; (9) micrusphere 18; 7 x 14.3; (10) cashmere 14; 6 x 15; (11) cashmere 14; 6 x 15; (12) cashmere 14; 5 x 12; (13) cashmerre 14; 5 x 12; (14) cashmere 14; 4 x 8; (15) cashmere 14; 4 x 8; (16) delpaplush 10; 4 x 8; (17) deltaplush 10; 3 x 6; (18) cashmerre 14; 2 x 2.5; (19) cashmerre 14; 2 x 2.5 - details all unknown conclusion: headache leading to hospitalization. Investigator indicated mild severity; possibly related to micrus coils. Patient was enrolled on (B)(6) 2010. Pre-op modified rankin score was 0. The subject received coiling treatment for a large; incidental; unruptured basal artery aneurysm on (B)(6) 2010. The irregular 22 mm x 12 mm x 6 mm (neck) aneurysm was treated with 19 cerecyte coils. The post-op angiographic grading scale was 1; no filling of neck or dome. The patient was discharged on (B)(6) 2010 with an mrs score of 0. On (B)(6) 2010; the patient presented to ER complaining of a headache. A CT taken on same day showed cerebral edema in the area of the coiling and patient was admitted. The patient was given darvocet for the headache; no medical treatment for the cerebral edema was given. The patient was discharged on (B)(6) 2010. At one month follow-up on (B)(6) 2010; the mrs score was 1. No diagnostic exams were performed. The subject returned on (B)(6) 2011 for a 6 month follow up. The angiogram showed a recurrence with the angiographic grading score was 2; filling of aneurysm neck but not dome. No retreatment was performed. Cerecyte coils used: (1) presidio 18; 18 x 20; (2) presidio 18; 18 x 46; (3) presidio 18; 16 x 47; (4) presidio 18; 14 x 47; (5) presidio 18; 10 x 34; (6) presidio 18; 10 x 34; (7) presidio 18; 8 x 30; (8) presidio 18; 8 x30; (9) micrusphere 18; 7 x 14.3; (10) cashmere 14; 6 x 15; (11) cashmere 14; 6 x 15; (12) cashmere 14; 5 x 12; (13) cashmerre 14; 5 x 12; (14) cashmere 14; 4 x 8; (15) cashmere 14; 4 x 8; (16) delpaplush 10; 4 x 8; (17) deltaplush 10; 3 x 6; (18) cashmerre 14; 2 x 2.5; (19) cashmerre 14; 2 x 2.5. The products remain implanted and were not returned for evaluation. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
Headache leading to hospitalization. Investigator indicated mild severity; possibly related to micrus coils. Patient was enrolled on (B)(6) 2010. Pre-op modified rankin score was 0. The subject received coiling treatment for a large; incidental; unruptured basal artery aneurysm on (B)(6) 2010. The irregular 22 mm x 12 mm x 6 mm (neck) aneurysm was treated with 19 cerecyte coils. The post-op angiographic grading scale was 1; no filling of neck or dome. The patient was discharged on (B)(6) 2010 with an mrs score of 0. On (B)(6)2010; the patient presented to ER complaining of a headache. A CT taken on same day showed cerebral edema in the area of the coiling and patient was admitted. The patient was given darvocet for the headache; no medical treatment for the cerebral edema was given. The patient was discharged on (B)(6) 2010. At one month follow-up on (B)(6) 2010; the mrs score was 1. No diagnostic exams were performed. The subject returned on (B)(6) 2011 for a 6 month follow up. The angiogram showed a recurrence with the angiographic grading score was 2; filling of aneurysm neck but not dome. No retreatment was performed. Cerecyte coils used: (1) presidio 18; 18 x 20; (2) presidio 18; 18 x 46; (3) presidio 18; 16 x 47; (4) presidio 18; 14 x 47; (5) presidio 18; 10 x 34; (6) presidio 18; 10 x 34; (7) presidio 18; 8 x 30; (8) presidio 18; 8 x30; (9) micrusphere 18; 7 x 14.3; (10) cashmere 14; 6 x 15; (11) cashmere 14; 6 x 15; (12) cashmere 14; 5 x 12; (13) cashmerre 14; 5 x 12; (14) cashmere 14; 4 x 8; (15) cashmere 14; 4 x 8; (16) delpaplush 10; 4 x 8; (17) deltaplush 10; 3 x 6; (18) cashmerre 14; 2 x 2.5; (19) cashmerre 14; 2 x 2.5.